Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5076-45 lead, implanted: (B)(6) 2014; 6725 adaptor, implanted: (B)(6) 2014. (B)(4).

Event description:
It was reported that, just over four months post implant, the patient was experiencing phrenic nerve stimulation from the left ventricular (lv) lead. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.